Event description:
(B)(4) study. It was reported that following a coronary artery stenting treatment procedure, side branch stenosis and stent damage occurred. In (B)(6) 2013, clinical status assessment indicated that the patient¿s qualifying condition was stable angina (ccs classification 3) and the patient was referred for cardiac catheterization. The 1st target lesion was located in the mid left anterior descending artery (mid lad) with 80% stenosis and was 10mm long with a reference vessel diameter of 3.0mm. The target lesion was treated direct placement of a 3.00x12mm study stent, with 10% residual stenosis. The 2nd target lesion was located in the proximal left circumflex artery (prox lcx) with 90% stenosis and was 32mm long with a reference vessel diameter of 3.0mm. The target lesion was treated with pre-dilation and placement of a 3.00x32mm promus element plus stent, with 10% residual stenosis following post-dilation. Baseline corelab angiography noted that the stent was deployed across the bifurcated side branch with 2/2 stenosis which was treated with plain old balloon angioplasty (poba), and non-longitudinal stent deformation was also noted. The patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
Patient identifier: (B)(6). Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).